Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Continued e1 additional emails: (B)(6) . Continued e1 additional phone number:(B)(6).

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted and discarded.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h6.